Event description:
Head section brakes will not hold. No injury reported.

Manufacturer narrative:
Technician found the head section brakes will not hold. Replaced brake and steer casters to resolve this issue.